Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. G2: foreign - event occurred in canada. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: mal-positioning of acetabular cup with medial and inferior migration. Superior and lateral migration of femoral head asymmetric positioning of the femoral head within the acetabular cup suggestive of poly wear. Lucency/osteolysis with questionable bony resorption involving the acetabular cup, concerning of loosening with infection. Pronounced limp on right side significant pain in hip increase level of cobalt. Stem was found well fixed. Cup was loose. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a right total hip arthroplasty. The patient was noted to be experiencing pronounced limp on the right side, significant pain and increased levels of cobalt. Subsequently, the patient was revised on approximately 4 years post-implantation due to femoral head migration, lucency/osteolysis, and acetabular cup loosening. During the revision the stem was noted to be well fixed. The cup was noted to be loose. The stem was retained. The cup, head, and adaptor were revised without complications. Attempts have been made and no further information has been provided.